Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on (B)(6) 2024 two infusion set cannula came out with needle after insertion. No further information available.